Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had pain in the battery pocket. It was noted that a possible contributing factor was the patient had weight loss. The battery pocket was uncomfortable so a revision was done to move the pocket up. The issue was resolved at the time of the report. No device issues reported.